Manufacturer narrative:
Product evaluation: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implantation procedure, the iol was later exchanged as it was "defective". The replacement iol was six diopters different in power than the removed iol. Additional information has been requested.

Manufacturer narrative:
Product evaluation: blood and solution were dried on the lens. Optic damage, typical of an insertion and removal, was observed. The root cause could not be determined because the specific defect was not provided by the reporting facility. Damage was observed typical of an iol explant. (B)(4).